Event description:
Follow up revealed that the sensor was recalibrated via right heart catheterization.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient underwent a recalibration wherein their sensor was recalibrated by 5.5 mmhg. It is unknown at this time by what method the recalibration took place.